Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) had no audio. The site received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The site stated that no error message appeared, they power cycled the iesu and checked the settings, but the issue was not resolved. The procedure was continuing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis found that the iesu had no sound at all when it was started or triggered, but the iesu functions were otherwise normal. Upon visual inspection, there were no issues found that would be related to the reported event.

Manufacturer narrative:
The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator.

Event description:
Refer to h11 for follow-up information.